Manufacturer narrative:
(B)(4). The device has been requested but not yet received. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). It was reported that during ecls therapy the customer detected a brown/yellow spot on the backside of the oxygenator. It looked like there was yellow fluid in the plastic casing on the side of the centrifugal pump. The de-airing membrane was covered with the yellow cap." (B)(4).

Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. Several cracks were detected during visual inspection (diaconnector, screwed connection from the pump to the housing, cover plate nearby the blood outlet connector).beside of this a yellowish substance (most probable blood/plasma)was detected under the pumps cover housing. Around the below mentioned o-ring no evidence was detected that the blood / plasma leaked out from there. A tightness test was performed. Leakages were detected at the following locations: de-airing membrane, crack at diaconnector,crack nearby the blood outlet connector, connection of tubing to the blood inlet connector and at one of the screwed connections from the pump to the housing of the oxygenator. Afterwards the crack at the diaconnector was sealed and the tube at the blood inlet connector was exchanged (no evidence was provided with initial complaint record that malfunctions / failures were detected by the customer at this locations) a second tightness test was performed. During the second tightness test no leakages were observed, beside the leakage at the de-airing membrane. The previous leaking o-ring was tight as well. Based on this the most probable cause of the reported failure (yellow fluid in the plastic casing on the side of the centrifugal pump) could be an un tight de-airing membrane. Most probable the fluid moved behind the pumps cover housing and dropped along the oxygenators cover plate down to the gas outlet port. The picture of the customer was showing a collection of a yellowish substance at this point; which would confirm this assumption. Beside of this an additional complaint will be opened for several cracks detected during observation as well as for the untight o-ring and tubing connection to the blood inlet connector. During the review of the DHR no production parameters were identified that would indicate a nonconformance during production, in regards to the reported failure. A leakage from the de-airing membrane is a known failure and was already investigated by CAPA (B)(4). The root cause was identified and corrective actions were defined according to CAPA record dms #(B)(4), version 05. Based on this no further action will be completed for this complaint at this time.

Event description:
(B)(4).